Manufacturer narrative:
D9: date returned to mfg.: unknown. B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device failed to detect the cassette¿ was confirmed through functional and accuracy testing. The probable cause was a faulty downstream occlusion (dso) sensor and therefore replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed to detect the cassette. There was no patient involvement/harm reported.